Event description:
It was reported that during thrombectomy at the m1 segment of the middle cerebral artery (mca) while retrieving the stent retriever (subject device), it broke off inside the patient. An attempt to retrieve the broken part with a snare device was unsuccessful and the un-retrieved part was left in the patient. There were patient neurological defects (unspecified).

Manufacturer narrative:
Medwatch 5062331 was received in reference to this event. In the medwatch 5062331 received, the hospital indicated that the lot number was 38849. However this number references the device kit lot number, not the subject device 's individual lot number.

Event description:
It was reported that during thrombectomy at the m1 segment of the middle cerebral artery (mca) while retrieving the stent retriever (subject device), it broke off inside the patient. An attempt to retrieve the broken part with a snare device was unsuccessful and the un-retrieved part was left in the patient. There were patient neurological defects (unspecified).

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the retriever core wire was returned for analysis. Analysis of the returned core wire revealed that the stent retriever had been separated from its proximal bond. The stainless steel coil was stretched to expose the core wire and it was found that the fracture occurred at the stamped distal section of the core wire. The scanning electron microscopy sem images of the core wire showed some dimpling, evidence of a ductile fracture. There was a material inclusion noted on one side of the fractured core wire. However, it was not conclusive whether this inclusion was present before use, or was created after the fracture. Given the dimpling pattern revealed in the sem analysis, the fracture was most likely ductile and occurred from a tensional overload. A performance testing was not performed due to the condition of the device. There was nothing found device related during the investigation which would explain the cause of the fracture. It is unknown why the retriever was pulled to the point of fracturing. Based on the analysis and the information available the exact cause for the fracture that resulted in the un-retrieved device fragment cannot be determined. Patient neurological deficits are known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this specific event.

Event description:
It was reported that during thrombectomy at the m1 segment of the middle cerebral artery (mca) while retrieving the stent retriever (subject device), it broke off inside the patient. An attempt to retrieve the broken part with a snare device was unsuccessful and the un-retrieved part was left in the patient. There were patient neurological defects (unspecified).